Event description:
A falsely depressed troponin I result of 0.00 ng/ml was obtained on a patient sample. The result was not reported to the physician. The sample was retested and a result of 6.48 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a reuslt of the falsely depressed troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was sample mixup.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was sample mixup. The instrument is performing within specifications.